Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and spikes in impedance measurements. During a device upgrade procedure, this lead was capped, abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.